Event description:
It was reported that the patient underwent closure following lung transplant procedure on (B)(6) 2015 and suture was used. The suture was placed pericostal around the ribs. The patient was immunosuppressed status-post transplant. Following the procedure, the patient experienced post-operative suture breakage of the pericostal closure. On (B)(6) 2015, re-operation was performed and knots were found intact with broken suture and re-closure with wire was performed. The physician opines suture weakness contributed to the event. The current patient status is stable.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.